Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had exhibited image roughness due to damage to the charge coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the image roughness was damage to the charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.